Event description:
It was reported there was a device related thrombus. A left atrial appendage (laa) closure procedure was performed. A watchman access system (was) was positioned and a watchman laa closure device & delivery system (wds) were used. Thrombus was observed on the shaft of the access system after it was advanced into the right atrium. The physician proceeded to remove the was on the amplatz wire being used. Additionally, no thrombus was observed in both the right and left atrium. An activated clotting time (act) of 230 was noted. The doctor asked for heparin to be administered and the remaining act was 300. The patient was monitored and remained stable.